Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device depleting pad-paks.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). An attempt was made to install the pad-pak on the 29th february 2012, less than two minutes later the pad-pak was successfully installed passing a self-test. The device passed all self-tests alongside random manual power ons, up to and including the last log entry on the 13th december 2015. The device user accessible memory was erased after the last manual power up on the 25th june 2015. The returned pad-pak was inserted into the device, the device failed to power on. On further investigation the pad-pak had blown a fuse. A test pad-pak was inserted into the device and the device failed to power on. This would confirm the reported fault. On further investigation the pad-pak had blown a fuse. The device was disassembled for investigation. Investigation found the reported fault can be attributed to capacitance failure resulting in a blown pad-pak fuse. It is concluded this failure occurred after despatch from heartsine the device passed final tests before being despatched.